Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 113 mg/dl at the time of the call. The customer stated that the set administered too much insulin into his body, and caused an insulin overdose. The customer was given juice, fluids, and intravenous fluids to treat the low. The customer experienced symptoms such as loss of consciousness. The customer is unsure if they were wearing the insulin pump throughout the entire incident. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis.